Event description:
A customer reported that a system message displayed, the footswitch was unresponsive, the screen was blinking, and there was obstructed handpiece flow during a cataract with iol (intraocular lens) implant procedure. The customer troubleshot by exchanging the phaco handpiece. The case was completed with the same system following a delay of 60 minutes. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and the ultrasound (u/s) handpiece and no problems were found. Preventative maintenance was performed. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).